Manufacturer narrative:
The reported events of failure to extend and retract helix were confirmed. Final analysis found that as received, a complete lead was returned in two pieces with the helix retracted and clogged with dried blood/tissue. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Upon x-ray examination, there were no anomalies or distortion of the helix found or inner coil that would have contributed to the helix issue reported in the field. However, it was found that the inner coil at the connector region was over torqued consistent with procedural damage. The helix can be extended and retracted by applying torque directly at the inner coil after cleaning the helix and cutting the lead. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix being clogged with blood and tissue and an over-torqued inner coil. The reported event of failure to sense was not confirmed. An impedance test was unable to be performed due to the condition of the lead as received. Upon electrical testing, no indication of conductor fractures and internal shorts were observed. No anomalies were found upon visual and x-ray examination except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure on 11 apr 2023. During the procedure, it was observed that the helix of the right ventricular (rv) lead failed to extend and retract while in the patient's body which resulted the helix mechanism to be broken after many attempts to place the lead. The physician believed that this caused the lead to exhibit failure in sensing the p waves. The lead was not used and was replaced. The patient was in stable condition.